Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a 53-years-old (at the time of initial report) male patient of han nationality. Medical history included hospitalization (reason unspecified) in 2012. The patient's father had diabetes mellitus. No previous drug adverse reaction and family drug reaction was reported. Concomitant medications include acarbose used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog 25) from cartriage via a reusable pen, humapen ergo ii, subcutaneously, at 20 units each morning, 14 units at noon, 14 units each evening, for the treatment of diabetes mellitus beginning on an unknown date in 2012 (device start of use was 2012; improper use). On an unknown date a humapen ergo ii device did not produce a clicking sound when the injection button was pressed down to the end directly ((B)(4); lot unknown). On an unknown date in 2022, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, his glycated protein was 7.9 (no units and reference ranges were provided) and blood glucose was high which required hospitalization to regulate blood glucose on (B)(6) 2023. On 14feb2023 a humapen ergo ii device was worn, the dose window fell off, and could not be primed ((B)(4); lot unknown). Outcome of event was unknown. The status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. The operator of the suspect humapen ergo ii was the patient and his training status was unknown. The humapen ergo ii model duration of use and suspect humapen ergo ii device for (B)(4) duration of use was around 10 years (as reported); the suspect humapen ergo ii device for (B)(4) duration of use was unknown. The action taken with suspect humapen ergo ii was not provided, and the devices were not returned to the manufacturer for investigation. The reporting consumer did not know the relatedness assessment between the events and insulin lispro protamine suspension 75%/insulin lispro 25% therapy and humapen ergo ii. Edit 24feb2023: updated medwatch fields for expedited device reporting. No new information added. Update 20mar2023: additional information received on 16mar2023 from the global product complaint database. Entered devices specific safety summaries (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. For (B)(4), updated improper use and storage from no to yes. The suspect devices were not returned to the manufacturer for investigation. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statement in b.5. Please refer to update statement dated 20mar2023 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2023-00018 since there is more than one device implicated. Evaluation summary: a male patient reported that his humapen ergo ii device was worn, and the dose window fell off. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a 53-years-old (at the time of initial report) male patient of han nationality. Medical history included hospitalization (reason unspecified) in 2012. The patient's father had diabetes mellitus. No previous drug adverse reaction and family drug reaction was reported. Concomitant medications include acarbose used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog 25) from cartriage via a reusable pen, humapen ergo ii, subcutaneously, at 20 units each morning, 14 units at noon, 14 units each evening, for the treatment of diabetes mellitus beginning on an unknown date in 2012. On an unknown date in 2022, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, his glycated protein was 7.9 (no units and reference ranges were provided) and blood glucose was high which required hospitalization to regulate blood glucose on (B)(6) 2023. Outcome of event was unknown. The status of insulin lispro protamine suspension 75%/insulin lispro 25% therapy was ongoing. The operator of the suspect humapen ergo ii was the patient and his training status was unknown. The humapen ergo ii model duration of use and suspect humapen ergo ii duration of use was around 10 years (as reported). The action taken with suspect humapen ergo ii was not provided, and their return was not expected. The reporting consumer did not know the relatedness assessment between the events and insulin lispro protamine suspension 75%/insulin lispro 25% therapy and humapen ergo ii. Edit 24feb2023: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2023-00018 since there is more than one device implicated.